Event description:
Ous MDR - it was reported that approximately 27 months after the implantation this lead was explanted and replaced due to oversensing.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, mechanically, and electrically. There were multiple signs of wear along the lead body. Especially 8 cm proximal of the tip electrode, the insulation was damaged due to fraying. The observed damage manifestation is most likely the cause of the interference signals complained about. The electrical analysis showed an instance of low-ohm measurement because of the damaged insulation. Based on the characteristics of the damage manifestation, massive mechanical stress on the lead in the implanted state may be assumed. Reasons for an increased stress level of the lead cannot be determined conclusively without x-ray images, diagnostic images of any other kind, and further information concerning the patient. An accumulation of various influence factors should be considered. This includes a strong ingrowth behavior of the lead in the distal region and fibrosis formation at contact with the myocardium. An unfavorable implantation position of the lead is also a known influence factor. In addition, both the individual anatomy and an increased physical activity of the patient, especially concerning the upper body, play a role. Furthermore, the insulation was damaged due to fraying against the generator housing in the proximal area of the lead at 17 cm distal of the df4 connector pin. The visual inspection also showed a severely twisted inner conductor helix and deformations of the shock coil, which were a result of the extraction process. A mandrin could be inserted into the lead only for 1.5 cm during the mechanical analysis because of the over-rotated inner conductor helix. The fixation mechanics could no longer be checked in the following. The intraoperatively caused insulation damage mentioned in the complaint text could also be confirmed. It was found 47 cm distal of the df4 connector pin, where a rope conductor was pulled out of its lumen, speaking for a mechanical force impact during the extraction process. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The analysis did not show any indications of a material defect or manufacturing error.